Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room experiencing presyncopal episodes. Upon interrogation, the right ventricular lead exhibited loss of capture and low impedance. Fracture was suspected. On (B)(6) 2016 the lead was explanted and replaced. The patient was doing well and would be followed with merlin.net transmission.